Event description:
It was reported the patient is no longer receiving stimulation and was unable to communicate with his ipg. The patient programmer displays a communication error. The sjm representative met with the patient and confirmed the issue. Surgical intervention may take place at a later date to address this issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.